Manufacturer narrative:
The insulin pump was received with a frozen display due to a problem with the mother board.

Event description:
The customer reported a black screen and unresponsive buttons after inserting a new battery. Advised that the insulin pump would be replaced. Nothing further was reported.